Event description:
It was reported that when the surgeon was using the perfect passer sutures for a rotator cuff repair and locking them with a magnum 2 anchor. One of the suture cartridges as he tried to pass the suture into the cuff wouldn't pass and got tangled and pulled out meaning it was unable to use it. No patient injury reported.

Event description:
It was reported that the surgeon was using the perfect passer sutures for a rotator cuff repair and locking them with a magnum 2 anchor. One of the suture cartridges as he tried to pass the suture into the cuff, wouldn't pass and got tangled and pulled out, meaning that it was unable to be used. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The reported smartstitch perfect passer suture cartridge, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿one of the suture cartridges wouldn't pass and got tangled and pulled out meaning it was unable to use it.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect suture cartridge loading. (2) damaged suture cartridge. Or (3) tissue thickness. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Address line 1, foreign state and international zip code: (B)(6).